Event description:
Patient was revised due to poly liner wear. The primary surgery date is not known because the primary doctor has long been retired and op reports could not be located. Surgeon took out monoblock pca poly liner and cemented a competitive poly liner into the existing pca cup. Also, pca stem and head ball were removed. Competitive stem and head ball were also used. No stryker components were implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.